Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. 5554-53 implantable pacing lead 2013 (B)(6); 6945-65 implantable tachy lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient had a suspect infection. The device was explanted. No further patient complications were reported as a result of this event.